Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse completed preventative maintenance (pm) on the instrument which includes the replacement of several hardware components. After completion of the pm all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a system malfunction, although no one part can be implicated as the sole contributor in this event. A pm was performed on the instrument and multiple parts were either serviced or replaced to resolve the issue. (B)(4). All mdrs associated with this event: 2122870-2015-00760, 2122870-2015-00761.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for two (2) patients. The sample from the second patient (designated as patient two (2)) was reanalyzed once using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and twice using alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and results, above and within the assay's normal reference range, were obtained. Refer to the attached patient data summary table for details. The MDR 2122870-2015-00760 will address the non-reproducible access accutni+3 result for the first patient. System checks passed within published performance specifications and the customer stated quality control (qc) recovery was within the laboratory's established ranges before and after obtaining the non-reproducible access accutni+3 results. The customer completed an access accutni+3 patient sample comparison study after the event and determined the results obtained in association with access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4)were unacceptable. In addition, multiple attempts to calibrate access accutni+3 failed and the results of a precision run were outside of published access accutni+3 performance specifications after the event. The customer stated the samples were collected and tested in 13x75 mm lithium heparin plasma tubes. Samples were centrifuged for three (3) minutes at room temperature, however; the customer was unable to provide the centrifugation speed. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.